Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter was tightened and the hose was reseated to resolve the smoke/haze and oil spill issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze and oil spill issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze and oil spill issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The assignable cause of the smoke/haze and oil spill issue is the hose and catalytic converter. The field service engineer tightened the catalytic converter and reseated the hose and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).

Event description:
A customer reported an event of a smoke or haze emitting from the sterrad® 100s sterilizer. Upon follow-up, the customer reported the sterrad was leaking oil from the bottom. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.